Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo 12.6, -10.50/1.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. On (B)(6) 2021 the lens was replaced for a same length spherical lens and the problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).